Event description:
The customer reported that the pump indicated delivery had stopped, and their blood glucose level was rising. There was no specific impact value reported, but the information suggests a rise in blood glucose. The issue was resolved and the case was closed by technical support.